Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: h834573901); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving unknown morphine drug (10 mg/ml at .5 mg per day) via an implantable pump for unknown indications for use. It was reported that the patient's pump and catheter were infected, and both were explanted. The rep became aware of the explant when the new pump was being implanted. It was unknown if there were any environmental, external, or patient factors causal or contributory for this event. The issue was resolved at the time of this report and the pump and catheter were discarded by the customer.